Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user between their blood glucose (sg) readings and sensor glucose (sg) values. The case was escalated for further review. A review of in-vivo data revealed that the user was experiencing transient optical instability around the reported time. Multiple attempts were made by customer care to contact the user to provide assistance with sensor re-linking process to clear the calibration buffer and allow the algorithm the opportunity to converge faster to the current state of the sensor; however, the user was not reachable. A system review in dms confirmed that the user is still actively using the system with up-to-date information. No further resolution was possible due to lack of response from the user. B4. Date of this report 13 feb 2026. G3. Date received by the manufacturer? 13 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.